Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "after using the blue tubes to collect blood a blood clot was found under the microscope of the laboratory. The blood clot was returned for examination. The patient's blood sample was taken again and submitted for examination. A total of 3 cases of this situation occurred."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. 200 retained tubes from this lot number were inspected and no tubes with insufficient additive were identified. Additionally, retention samples were further evaluated via clinical testing: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting, because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance for all observations. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "after using the blue tubes to collect blood a blood clot was found under the microscope of the laboratory. The blood clot was returned for examination. The patient's blood sample was taken again and submitted for examination. A total of 3 cases of this situation occurred."